Manufacturer narrative:
Product analysis: the protégé gps was returned for evaluation. No ancillary devices were included. The protégé gps was inspected and observed the deployment system was in a post deployment state. The stent was not included with the device return. The deployment grips were pulled together. The inner assembly of the protégé gps showed a ductile fracture approximately 8 cm proximal to the distal tip. The fracture occurred proximal to the retainer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: a single photographic image was received for evaluation. The image is of a protégé gps stent delivery system. The deployment grips are pulled together and the distal portion of the inner subassembly is detached at the retainer. Biologic residue and a kink is noted in the inner assembly exposed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: some resistance was experienced when withdrawing the stent system. A gooseneck snare was used to capture it along with any fragments. No fragments remained in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protégé gps stent to treat a plaque slightly calcified, moderately tortuous 30% stenotic lesion in the distal right superficial femoral artery(sfa). The lesion was not pre-dilated. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped without issue. No embolic protection was used. The device did not pass through a previously deployed stent and there was no resistance encountered nor excessive force applied during delivery of the device to the lesion. It was reported that the front of the stent dislodged and remained in the blood vessel. A snare was used to capture it along with any fragments. There was no patient injury reported.